Manufacturer narrative:
Eval summary: issue: injury needle break off: eval summary: (26) 31 g x 8mm pen needles received and visually inspected. Device history record review of lot 9336878 carried out. Results: all (26) pen needles were inspected and no broken or bent cannula were observed. No related issues during DHR reviewed lot 9336878. Bd conduct a full investigation into all returned complaints but unfortunately on this occasion as the offending item was not returned, further analysis could not be carried out. All bd needles conform to (B)(4) "stainless steel needle tubing for manufacture of medical devices" with normal single use bending/breakage should not occur. Bd will monitor should a trend arise.

Event description:
Company rep reported needle broke off in pt's abdomen. The broken needle was surgically removed.